Event description:
It was reported to boston scientific corporation that a wallflex biliary stent was used in the bile duct during a stent placement procedure performed on (B)(6) 2014. According to the complainant, the stent was intended to be used to treat a malignant stricture due to bile duct cancer. During the procedure, the physician attempted to deploy the stent but the catheter kinked. The stent was able to be deployed but it was not in the intended location. The stent was removed from the patient and the procedure was completed with a different size wallfex biliary stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
A wallflex biliary stent rx uncovered stent was returned for analysis. Visual examination of the returned device found that the stent was deployed and damaged. A wire was pulled in the mid-section of the stent and the proximal stent wires were damaged. The outer sheath of the delivery system was retracted past the threshold marker on the stainless steel handle and past the reconstrainment band. A bend was noted in the stainless steel handle. During analysis there was no issue in movement of the outer sheath along the shaft. The noted damage is consistent with excessive force being applied to the device and indicate difficulty was experienced during deployment. Therefore, a review and analysis of all available information indicated that the most probable root cause is operational context. A review of the device history record (DHR) was performed; no anomalies were noted. A labeling review was performed, and from the information available this device was used per the directions for use (dfu) / product label.

Event description:
It was reported to boston scientific corporation that a wallflex biliary stent was used in the bile duct during a stent placement procedure performed on (B)(6) 2014. According to the complainant, the stent was intended to be used to treat a malignant stricture due to bile duct cancer. During the procedure, the physician attempted to deploy the stent but the catheter kinked. The stent was able to be deployed but it was not in the intended location. The stent was removed from the patient and the procedure was completed with a different size wallflex biliary stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
Patient's exact age is unknown; however, it was reported that the patient was over the age of 18. Reported event of stent positioning issue. The device has been received for analysis; however, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.